Manufacturer narrative:
The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted as the field was also unable to establish telemetry between the s-ICD and a programmer either. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection of the header and case noted no abnormalities. The s-ICD was confirmed to have no telemetry, no wake-up pulse, and no tones. The s-ICD was then forwarded for residual gas analysis testing, which confirmed the presence of high amounts of hydrogen. The device case was removed to facilitate further testing. The battery and high voltage capacitors were removed from the circuit. External power was applied to the hybrid, where a normal current drain was observed. A capacitor was isolated from the circuit which did exhibit leakage characteristics due to the presence of excess hydrogen within the device case. This resulted in the observed premature battery depletion and telemetry difficulties. While a high current drain was detected, the battery still supported full device function. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted as the field was also unable to establish telemetry between the s-ICD and a programmer either. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.